Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and analyzed the log file. The log file indicated that the host pc was unable to communicate with flexvision pc. The rse suspected issue with the flexvision pc. A philips field service engineer (fse) inspected the system on-site and identified that the flexvision pc did not start up. The fse replaced the flexvision pc and hard disk. The system was returned in good working order and ready for clinical use. The flexvision pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.